Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2basv); product type: 0200-lead; implant date (B)(6)2021 explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the caller was hit by a car a few days ago and the wires are pulled out. The caller indicates that they need it fixed or replaced.  Reviewed with the caller that they could turn the therapy down or off while waiting for an healthcare provider to look at the issue and determine the next steps. Caller indicated that they have not seen a urologist in probably 3 years and will be going to syracuse, ny. Emailed physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that there was blood in their urine.

Event description:
Additional information was received from the patient. The patient called back saying they were getting electrocuted in places they shouldn't be. The patient was told a rep was going to meet them and shut off the stimulation and no one showed up. Patient said that was two hours ago. Patient said this issue started three days ago when in an accident. Patient thought it would get better but had gotten worse. Sent an email to the field staff again. The patient stated that they were still needing their ins turned off and have not heard from a rep. The patient stated that they spent five hours walking around looking for a hospital. Pss reviewed that reps do not make house calls and the patient stated that they are " at someone's house". Pss sent a message to the field staff notifying them of the situation. Dm contacted patient. The facility the patient is at is in port richey, fl. Local rep was notified of the support needed to turn stimulation off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128 lot# va2basv implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back to report ongoing shocking at groin area for the past 2 months. Patient later clarified that symptoms started after getting hit by car on mother's day 2024. Patient wants handset delivered to them today to turn the therapy off. Patient reported they spoke with sunmed today and relayed history of working with reps. Patient desperately seeking relief of shocking sensation. Patient was agreeable to ending call so agent could have conferenced discussion with manager and team member. In this discussion, it was decided that a handset and communicator could be sent to patient from repair as long as they had valid address and signed for package. Agent called patient back, and patient provided address and was made of aware of need to sign, to which they were agreeable. Patient was also agreeable to getting a list of local managing physicians for their device. In addition to getting the emailed list, patient also said they reached out and are getting assistance checking availability to establish care at a medical facility (see secure note). Agent reviewed expedited shipping would be requested and suggested patient call back tomorrow for assistance with turning therapy off with new equipment if needed. Patient called and wanted to know if his doctor had called in the prescription for his external equipment. Called sunmed and they said they didn't get the prescription from the doctor yet. Transferred caller to sunmed.